Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis noted that one capacitor failed in-circuit, surge current was below normal, and a battery removal test failed. Once the capacitor was replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed incoming testing due to the main printed circuit board being out of electrical specification. The battery release, heart block, battery drawer, lead flex cover, bail cover, and upper/lower cases were contaminated. Battery contacts were compressed, bail cover, upper/lower cases broken, upper case dented, keyboard scratched, and ring missing. (B)(4).